Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), right atrial (ra) lead, and right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition, and inappropriate therapy. It was noted that the suture on the ra lead was severing the lead and the suture on the rv lead was far from the header and was allowing rv lead motion. The whole system was explanted and replaced. No additional adverse patient effects were reported.